Event description:
It was reported that an ilet user without an active dexcom g7 sensor exceeded the 72-hour bg run window, after which the ilet stopped automated insulin dosing, and the user experienced hyperglycemia with a reported high of 304 mg/dl and elevated glucose persisting for about six hours. Symptoms included the user feeling okay. Outcomes included no need for outside assistance and no medical intervention. Investigation included complaint handling, review of device use conditions, and user education regarding sensor dependency and dosing behavior. Investigation of this case revealed that pump dosing cessation occurred as designed once bg run mode window exceeded the allowed duration and that no device malfunction was identified. It was concluded that the event was related to use without a paired cgm sensor, with appropriate device behavior and user directed to coordinate with a healthcare provider for obtaining a sensor and interim glucose management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.